Event description:
Additional information received indicates the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31100. It was reported the patient experienced ineffective stimulation due to high impedances from a lead fracture. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established. Note: it is unknown which lead is liable, as such both leads are being reported.